Event description:
Craniotomy with immunotherapy surgery lasted approx 2 hrs 20 mins. An electrocautery knife was used during the surgery. The grounding pad was placed on the upper outer thigh. The pt's thigh was not shaved. Upon completion of surgery, four small burn marks were noted on the pt and on the grounding pad.